Manufacturer narrative:
(B)(4). Date of birth in 1955. (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient had an initial right knee arthroplasty on unknown date. Subsequently, the patient will be revised for unknown reasons on an unknown date.

Event description:
T was reported that the patient had an initial right knee hemi-arthroplasty about fourteen years ago. Subsequently, the patient's tibial bearing was revised due to implant wear. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.